Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in south (B)(6) that during a rotator cuff repair surgical procedure, it was observed that there was some resistance upon insertion of the 5.5 healix advance br3sut w/oc device. According to the reporter, a hole for anchor was created using healix advance awl as per technique. It was reported that the surgeon inserted the anchor again, and upon starting to screw anchor in with a little bit more force, the anchor broke into various pieces. It was reported that the surgeon thought he might have inserted the device off-axis. It was reported that the surgeon used the original after re-determining the angle with awl. It was reported that the event did not extend the procedure greater than 30 minutes. Another anchor was opened to continue surgery and complete the repair. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.